Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. H3 investigation summary the product was returned to ethicon for evaluation. One empty foil, a canula with a suture pds were received for analysis. The product code is ez10g. During the visual inspection of the returned sample. The cannula was noted intact. The suture was examined, and no anomalies suture were observed during the evaluation. In addition, the knot and loop were observed positioned correctly and conforming according to the visual standard. The product code ez10g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During surgery, noted the suture was broken. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.